Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Rupture: not observed. Cyst -ndr: not applicable as the event is not related to the device. Inflammation/irritation-ndr: not applicable as the event is not related to the device. Additional observations: crease is observed. Deformation is observed. Wear abrasion is observed. Yellow particles were observed on the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported pain with capsular contracture, baker grade lll and rupture of the device diagnosed by MRI. This record relates to the right side. Device has been explanted and replaced with a non -allergan device.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformities noted. Photo evaluation: visual analysis of the photographs identified: cyst-ndr: unable to confirm as it is a medical event not related to the device. Rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: observed next to the device have appears to be biological tissue but , it is a medical event not related to the device. In the photos observed two devices, it¿s not labeled for side explanted, a device appears to be intact and the other have an opening. It is not possible to determine the lot number or catalog through the photos provided. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported pain with capsular contracture, baker grade lll and rupture of the device diagnosed by MRI. This record relates to the right side. Device has been explanted and replaced with a non-allergan device.